Manufacturer narrative:
Three opened and used reservoirs were inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of having difficulties with reservoir. Customer reported that reservoir was not delivering. Customer reported of having to force insulin through reservoir with plunger. Customer reported that no deliver happened with three reservoirs from the same lot. Customer would be returning seven reservoirs.